Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure on (B)(6), 2010. According to the complainant, during preparation, the active cord connector of the device detached from the handle. The complainant was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure on (B)(6), 2010. According to the complainant, during preparation, the active cord connector of the device detached from the handle. The complainant was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A physical evaluation of the returned device confirmed that the cautery pin detached from the snare handle. Measurements taken of both the handle and cross pin were within specification. The condition of the returned incident device was consistent with the complaint that the cautery pin detached. Based on the evaluation, improper assembly of the cautery pin likely led to detachment. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.